Event description:
The customer reported that the unit was giving an error code message of machine and proximal pressure sensors failed. Through follow-ups, the customer reported that there was no patient involvement.